Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: device investigation of the grand slam guide wire could not be conducted as it was not returned. Based on the provided information, it was presumed that rotational and/or pulling force exceeding the products design limit might be inadvertently given to the grand slam guide wire while its distal tip was trapped by the heavy calcium of the lesion. Although device investigation of the subject guide wire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the lower extremity. An atherectomy device was advanced over an asahi grandslam guide wire; however, the guide wire separated. A snare was used to successfully remove the separated portion of the guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.